Event description:
Additional information recieved: 8 additional images were required as a result of the device malfunction.

Manufacturer narrative:
Hologic has been working with our customers to ensure the safety and efficacy of our products. The reported system issues have been repaired and the system is working as intended. The system data logs and back ups were reviewed to determine how and when the biopsy needle values were entered. After further investigation it was determined that incorrect biopsy needle parameters were provided to the customer by a hologic representative. This issue is being investigated and corrected with CAPA-03298.

Event description:
It was reported that the needle data was entered incorrectly resulting in an rf tag being placed in the incorrect spot. The patient underwent surgery to remove the tags. A field engineer was dispatched and input the correct rf needle data correction factors in system. The unit was functioning meeting manufacture specifications.